Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect-short shot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect-short shot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect-short shot. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst tubes, one (1) tube had a broken cap, which resulted in leakage. There were no health impact or consequences reported.